Event description:
It was reported that aortic insufficiency was observed after implant. Reportedly, the event was resolved. It was additionally reported that the aortic insufficiency was wide open. No other details concerning the event was provided.

Manufacturer narrative:
The device was not returned.